Event description:
The information received from the field states that the product partially deployed - prior to use. Product was not clinically used and will be returned. Please note that multiple attempts to acquire additional information have been made, and have been unsuccessful.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.